Event description:
It was reported that the maryland bipolar forceps instrument was dull, and a cable is loose or broken at the wrist. No add'l info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results & conclusions - the maryland bipolar forceps instrument was returned and evaluated. Engineering observed one grip close cable to be frayed at the distal idlers. A single strand of cable sticks out just before the idler pulleys. Grips can still open and close. The cable wear on pulleys may have contributed to fraying. Engineering also observed the distal end of the main tube to have a section with various deep scratches concentrated on one side of the tube. Material is removed from tube as a result of scratches. Scratches are not aligned with tube axis, suggesting they are due to instrument collisions. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.